Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician was attempting to seal a residual leak following a watchman procedure in the left atrial appendage. The coil was advanced through a 6f coronary guide catheter; however, the lumen of the catheter was believed to be too large. The coil subsequently detached prematurely within the 6f guide catheter and did not exit the tip of the catheter, becoming lodged within the system. It was reported that the physician was able to successfully snare and retrieve the coil without any harm to the patient. An amplatzer plug was then used to treat the leak behind the watchman device.